Event description:
Pt reported infusion device stopped working without warning due to power pack depletion. She indicated that the power pack may have been in use for more than 2 weeks. Pt stated that she did not always remember to replace the power pack every 2 weeks. She indicated that her blood glucose level was elevated into the 400's mg/dl. Her normal range is below 120mg/dl. Pt experienced symptoms of thirst, frequent urination, and tiredness. Pt sought medical assistance to obtain a prescription enabling her to switch to injection therapy which brought her blood glucose level to a normal range. Upon receipt of power packs, pt indicated that she returned to using the infusion device and the device functioned properly. Product will not be returned for eval.